Event description:
A customer reported to baxter corporate product surveillance of a clear link set that had the slide clamp failing, causing a bolus to patients in surgery day care. This condition was discovered during an infusion of an unknown medication. There were no report of any additional concomitant products used; in addition, there was no report of any tampering done to the product. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.